Event description:
It was reported that the bladder of a large volume infusor had ruptured. This occurred at the end of infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This batch was manufactured from august 17, 2011 - august 18, 2011. The device was received for evaluation. Visual inspection of the sample noted a ruptured bladder in a footing position. Microscopic inspection of the bladder revealed abrasion on the interior surface of the bladder near the rupture line. The reported problem was confirmed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.